Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d9, h4, h6, h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event is likely due to wear and tear. The loop at the distal end of the electrode wears out during use and can break, burn or melt. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information to the following fields: h7, h9.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the high frequency resection electrode was broken under surgery inside of the patient. The issue occurred during a hysteroscopy with extirpation of change procedure. There is no indication that any part of the device detached and fell inside the patient requiring urgent retrieval when it broke. There was no delay, and no medical intervention was required.